Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the de vice exhibited a sudden complete loss of telemetry and no output.